Event description:
During set-up the unit ruptured during the priming phase and prior to clinical use. The hcp stated during circuit set-up the 3/8 inch tubing came off while on roller pump. The report states the unit became pressurized and ruptured during set-up and prior to use.